Event description:
When the physician attempted to put the peg tube over the fast rac guidewire, the peg tube would not move. The wire had a kink in it -bent- so the wire had to be cut at the bend. The wire then started to fray. The physician had great difficulty getting the wire out of the pt.